Event description:
Customer indicated that heat patch was worn for eight (8) hours on lower left back which caused 2nd degree burn and blisters. Consumer did seek medical attention through company nurse and received burn ointments as treatment.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.